Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External and internal inspections were performed and the device passed. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. The original piston foam was removed and replaced with a test article. The device was then able to pass the volumetric accuracy testing. When the original piston foam was reinstalled, the device failed the accuracy testing again. Inspection of the door assembly found the piston foam to be deteriorated and a door piston to be cracked. The cause of the reported issue was due to deteriorated piston foam and a cracked door piston. The original piston foam and the door piston were scrapped. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.